Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported after the impella cp was weaned and explanted, the perclose devices failed at the impella access site. As a result of the failure, manual pressure was applied and the physician left the sheath in place for 24 hours.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.